Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure completed? It is not reported. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes. The analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the closure trigger of the device suddenly broke; the staples were malformed. Further information is to be confirmed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.